Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Visual examination. Complaint history reviewed and there are no trends for the item or lot. Device history record reviewed and indicates that product met specification when manufactured. Photographic images made. There were deep scratches and nicks on the head, which likely occurred during or after removal. There are no abnormal visual indications of wear. No radiographic images were provided to evaluate the positioning of the product. There was no specific complaint stated for the femoral head. No corrective action required as analysis shows no trend for item/lot.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00650, 00651, 00652.